Manufacturer narrative:
(B)(4). Batch # p55n3w. Device evaluation: the analysis results that one psee60a device was returned with no visual non-conformances and with a gst60b cartridge reload present. The cartridge was received unfired with the pan dislodged. In addition, another cartridge pan was received. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify what event occurred with the first reload as you have stated "2nd echelon device opened, cartridge failed again. "? The first firing of the second device locked out and we used the reverse button did the 1st cartridge reload fail to fire (meaning no staple line or cut line delivered)? 1st cartridge in device 1 fired perfectly. 1st cartridge in device 2 locked our as stated above. Did the 2nd reload fail to fire? 2nd reload of device 2 couldn¿t be loaded- exactly same issue as device 1. The metal shell of the cartridge had remained in the jaws of the device blocking the next reload. It was hard to see in the case at the scrub table as the metal sits so flush, it was only when I checked the device after that I noticed the problem. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the original report you stated ¿unknown if there¿s patient impact. 20 min delay in procedure.¿ is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during an unknown procedure, device opened, cartridge failed. Operation finished with competitive device for final 2 firings. Unknown if there¿s patient impact. 20 min delay in procedure.